Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that patient had with this implantable pacemaker had a device checked 2 years ago and was informed that the device had a year remaining and need to be changed in 3 months. The technician checking "turned it off and back on" the device. Patient ended up in the hospital with lungs full of fluid and the pacemaker never turned back on. Patient stated that a new "concentric" pacemaker was implanted. To date, this device remains in service. No adverse patient effects were reported. Additional information received from patient claiming that the device failed prematurely which cause a heart failure episode that put patient in the hospital. Boston scientific technical services (ts) suggested to discuss the concerns with physician.

Event description:
It was reported that patient had with this implantable pacemaker had a device checked 2 years ago and was informed that the device had a year remaining and need to be changed in 3 months. The technician checking "turned it off and back on" the device. Patient ended up in the hospital with lungs full of fluid and the pacemaker never turned back on. Patient stated that a new "concentric" pacemaker was implanted. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture updates on h6: device codes.

Event description:
It was reported that patient had with this implantable pacemaker had a device checked 2 years ago and was informed that the device had a year remaining and need to be changed in 3 months. The technician checking "turned it off and back on" the device. Patient ended up in the hospital with lungs full of fluid and the pacemaker never turned back on. Patient stated that a new "concentric" pacemaker was implanted. To date, this device remains in service. No adverse patient effects were reported.